Manufacturer narrative:
To date, the device has not been receiced for evaluation. An investigation has been initiated based on the reported information.

Event description:
The device is not providing a smooth cut. The result is that the skin gets bunched up at a setting of .050. No initial information regarding the blade was provided. Technical services contacted the customer, but was not able to obtain any further information on who the user was, additional settings on the equipment, or whether an additional graft site was required.